Event description:
It was reported that the blood transfusion was running at "taco" rate of 85ml/hr. There was a 3-minute interruption during transfusion. The blood ended at 1611 after four (4) hours. There was blood volume left in bag was 150 ml. The pump was alarming "press and hold" after blood stopped. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the blood transfusion was running at "taco" rate of 85ml/hr. There was a 3-minute interruption during transfusion. The blood ended at 1611 after four (4) hours. There was blood volume left in bag was 150 ml. The pump was alarming "press and hold" after blood stopped. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI) #, medical device serial #. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported 3-minute interruption during transfusion was found through a log review to be a keypress on the pump module. Rate accuracy was performed on the device, and it was found to deliver fluid within specification. The root cause for the pump alarming press and hold was not identified. Preventive maintenance (pm) via alaris system maintenance (asm) v12.3 was performed on the pump module (s/n: (B)(6)), the device passed all the tests. On (B)(6) 2025, at 12:08 pm the pcu was powered on, the user selected ¿no¿ to new patient, then selected ¿yes¿, the profile in use was med surg. The user selected ¿guardrails IV fluids¿, selected blood (rcbs) at taco rate, the infusion was programmed with a rate = 85 ml/hr and a vtbi = 300 ml. The infusion was started. From 12:38 pm to 12:48 pm, the pump module alarmed for occluded patient side, then the user restarted the infusion. From 12:54 pm to 12:56 pm the pump module alarmed for occluded patient side, then the user restarted the infusion. From 1:21 pm to 1:25 pm the pump module alarmed for occluded patient side, then the unit was selected and the infusion was paused, then restarted. From 2:18 pm to 2:20 pm the pump module alarmed for occluded patient side, the unit was selected and then channeled off. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause for the reported 3-minute interruption during transfusion was found through a log review to be a keypress on the pump module. Rate accuracy was performed on the device, and it was found to deliver fluid within specification. The root cause for the pump alarming press and hold was not identified. Note that this report lists imdrf annex a1801, a040502, a0401, c07, c0601, d15, d01, g02017, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.